Event description:
Additional information received indicates the pain has resolved.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient¿s ipg was moving in the pocket site and causing discomfort due to weight loss. Surgical intervention took place wherein the ipg was placed deeper in the pocket and tightened. Ipg was electively replaced.